Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing label or collapsed tube as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes of missing label or collapsed tube. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was no label or missing label information and tube extenders with molding defects that can be used. The following information was provided by the initial reporter. The customer stated: "when opening the package, the tube was found with no label, and the tube was deformed."